Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Visual inspection of the returned hybrid offset shell inserter, confirmed that approximately three threads of the hex bolt on the hybrid offset shell inserter had fractured. There were impaction marks found around the edge of the strike plate and on the knurl indicating potential side-loading. Visual inspection of the returned continuum cluster 60mm shell confirmed that the fractured screw thread fragment was embedded in the threaded polar hole. The reported device is used for treatment. Review of complaint history identified one previous complaint for the part-lot combination, of the reported inserter, for the failure mode of fractured threaded tip. The frequency of use of this instrument is unknown. The recommended adapter without rotational control, was used with the inserter. A potential cause for damage of the thread appears to be impaction side load on the device. It is likely this contributed to the reported failure mode.

Event description:
It is reported that the impactor broke while impacting the cup. The broken portion of the impactor was unable to be removed from the cup. A different cup was used.